Manufacturer narrative:
(B)(4).

Event description:
The customer reported ¿we had a serious safety event where we connected the aerosol to the flowmeter, added the blue corrugated tubing with a drain bag, and then attached the other end of the blue corrugated tubing to an in-line suction device that was connected to the endotracheal tube. We needed to deliver 100%, so we turned the dial to 100% and set the flowmeter to 12 liters/minute. The cap on the end of the suction device wasn¿t removed and quickly within 2-3 seconds the patient had excessive pressure/volume build-up inside the lungs due to the closed-system. With this set-up, every second there is 200 ml of flow, so in 3 seconds time there was 600 ml of volume delivered to the patient¿. Customer reported the inline suction product with the cap is code 220579 this is a halyard product they have been notified.